Event description:
It was reported that a lead perforation occurred. The perforation was confirmed by ultrasound and x-ray. The patient was hospitalized.

Manufacturer narrative:
The lead tip stiffness was according to specification.